Event description:
It was reported that the pump reset unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted healthcare provider to obtain alternate insulin therapy.